Event description:
Fractured tibia base plate at the junction of the tibia stem.

Manufacturer narrative:
Johnson and johnson medical (B)(4) reports: revision of a left srom posterior stabilised knee - was for a fractured tibia base plate and the junction of the tibia stem. Tibial sleeve was tibial base plate was fully cemented and the stem was press fit. Original operation 1998. Examination of the returned products confirmed the reported event. A search of the complaint database did not show any other reports against the provided product and lot combinations. The investigation could not draw any conclusions about the reported event: however, stage I (stair-step) fatigue features were captured, confirming that the tibial tray fracture was caused by fatigue. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.. .

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.